Event description:
On (B)(6), 2012 an assessment dated (B)(6), 2012 was received by the manufacturer which reported that the vns patient had 9 suicidal gestures since their last visit. They had obviously no intent, and were purely manipulative gestures according to the physician. They were also reported to have a minimal medical threat to life and the patient has moderate suicidal tendencies. Attempts were made to the psychiatrist's office for further information but no additional information was received.

Manufacturer narrative:
(B)(4).